Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that while testing, the device was overheating and noisy. There was no procedure being performed. There was no patient involvement.

Manufacturer narrative:
The device was returned for analysis. Analysis could not confirm the reported event of the device generating excessive heat. Pre-repair temperature testing was performed. The following are the pre-repair temperatures of the device after 1 minute: angle ¿ 80 degrees f, base ¿ 79 degrees f and distal ¿ 80 degrees f. Evaluation found no fault with the device. The device was tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.